Event description:
The contact stated the customer's meter was reading low compared to the nurse's meter at school. The nurse's meter gave a blood glucose reading of 186 mg/dl, and the contour gave a reading of 15 mg/dl.the difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.